Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recently underwent a left ventricular assist device (lvad) implant procedure. While still in the hospital, the patient had ventricular tachycardia (vt) that required external defibrillation. According to the physicians and nurses present, when the shock was delivered, an audible "popping" noise was heard from the area of the ICD, there was a smell of smoke, and the area over the device pocket felt hot. Device interrogation showed everything normal although sensing was lower than previous. Technical services (ts) was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recently underwent a left ventricular assist device (lvad) implant procedure. While still in the hospital, the patient had ventricular tachycardia (vt) that required external defibrillation. According to the physicians and nurses present, when the shock was delivered, an audible "popping" noise was heard from the area of the ICD, there was a smell of smoke, and the area over the device pocket felt hot. Device interrogation showed everything normal although sensing was lower than previous. Technical services (ts) was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.